Event description:
It was reported that the device had a power on reset [por] for which an alert was triggered. It was also reported that an error message displayed a warning that the device may have had a static random access memory [sram] mirroring failure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device met expected longevity with normal depletion.